Event description:
It was reported that there was air in the patient line of a homechoice cassette. There was no alarm associated with this event. This was noticed during the initial drain of peritoneal dialysis therapy, while the patient was connected. During troubleshooting, it was discovered that the patient forgot to open the clamp during priming, resulting in an incomplete prime. The patient stated that they realized that the patient line clamp was closed when draining would not occur. The technical services representative assisted the patient in ending therapy and advised them to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, a closed clamp during priming was reported and is a known cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.